Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint could not be determined. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that after an intraocular lens (iol) implantation surgery, patient's postoperative visual acuity was decreased. There was no problem with the refraction value and the patient's eye condition after surgery. There were no plans to replace the iol. Physician requested to be informed if there was something wrong with the iol, or if there was something else that could be the cause if the iol was not the cause. The sample is not available as it still remains in the patient's eye. There are four medical device reports associated with this complaint. This report is 1 of 4.